Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented in clinic during follow-up in backup vvi, after receiving a vibratory alert. The patient recently had a surgery. A device image was received for further investigation. A device download was performed successfully.